Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller¿s screen discoloration can be confirmed. The evaluation of the returned system controller serial number (B)(6) revealed significant amount of a green substance/fluid inside the controller. During further evaluation the power cables outer insulation was removed and the green substance was confirmed in both power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. Laboratory testing and the data retrieved from the system controller determined the fluid ingress issue did not affect the system controller¿s ability to operate the test pump at the desired set speed. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a change in color in the system controller screen. It was suspected this color change may represent an introduction of moisture into the system controller. Technical services reviewed the submitted log file and noted pulsatility index (pi) events and routine power source changes but no other abnormal alarms or events. The discoloration of the lcd display appears to be a cosmetic issue at this time.